Event description:
It was alleged that during transport of a patient with severe injuries the device kept traveling in an unintended direction. It was alleged that this caused a delay in transfer of the patient to another device. It was not reported if the patient required medical intervention of if a serious injury occurred as a result of the alleged event.

Manufacturer narrative:
No medical intervention or injury occurred due to this event.

Event description:
It was alleged that during transport of a patient with severe injuries the device kept traveling in an unintended direction. It was alleged that this caused a delay in transfer of the patient to another device. No medical intervention or injury occurred due to this event.